Event description:
It was reported that the lens was intraoperatively removed from the patient's eye due a damaged haptic and optic noted during implantation. The incision was enlarged to remove the lens and back lens was successfully implanted. The prognosis was reported as "good, no problems". Please reference MDR#: 1119279-2013-00157 for the lens.

Manufacturer narrative:
The delivery device was requested, but was not returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.